Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw2635 showed one other similar product complaint(s) from this lot number. Device not returned

Event description:
It was reported by the customer, 'powerglide malfunction noticed. When removing needle, needle stayed in vein with the catheter. The powerglide was assembled incorrectly, needle retracted has blunt end not beveled.'